Event description:
It was reported that a malfunction alarm occurred with a displayed code. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, successfully resolved the issue, and was advised to continue using the pump while monitoring for any recurring malfunctions.